Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2009. (B)(4).

Event description:
It was reported the right ventricular lead impedance measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.